Event description:
During a procedure,permanent clips did not close properly.neuro coordinator checked clip applier to verify they were loaded properly and felt that they were.this was caught prior to inplantation,surgery prolonged,continued attempts to obtain a clip that worked.it was noted a sugita applier was being used with aseculap clips.case prolonged 30 minutes.attempts made to obtain further info.no further info available.reference: MDR#2916174-2006-00010,2916714-2006-00012